Manufacturer narrative:
(B)(4). Additional investigation summary: a detached needle and a labeled winding former with a suture of product code j467, lot # pam609 were received for evaluation. During the visual inspection of the sample, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam609 batch number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was detached from the needle during continuous suturing. It was not a control release needle. There were no adverse consequences to the patient.